Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer checked the infusion set tubing; however, did not change the infusion set. Blood glucose (bg) was 200. As the occlusion had not been addressed, the next day, the bg rose to 380 and ketone level was large. The customer was treated in the emergency room (ER) for diabetic ketoacidosis (dka) with 2 bags of intravenous solution. Customer could not recall details of treatment. After 5 hours, the customer left the ER feeling better and bg was 190 mg/dl. The infusion set had been changed. The cause of the occlusion could not be determined.